Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in coronary diagnostic procedure, when the issue occurred, and the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Analysis of the system log file showed that the system had software errors. During troubleshooting, the rse found that the flexviewing pc failed to retrieve all diagnostic information form the flexvision monitor. Upon further testing, the fse checked the system and found that the system was working fine without any issues. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray was not possible in the system. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.